Event description:
Patient reported, the display on the infusion device is erroneous. Patient reported being unable to see all of the display digits. No further info is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.